Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35 experienced leakage. The following information was provided by the initial reporter: "there appeared to be leakage within the injector luer lock (n35) piece."

Event description:
It was reported that the bd phaseal¿ injector luer lock n35 experienced leakage. The following information was provided by the initial reporter: "there appeared to be leakage within the injector luer lock (n35) piece."

Manufacturer narrative:
H6: investigation summary no physical injector sample was returned for evaluation. One photo sample was provided which shows liquid inside the injector piston, no fluid is observed outside of the injector. A device history review was performed for the reported lot 2112007, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue visual inspection, a particle was observed over the plunger. Five retained samples were used for additional evaluation. The product was visually inspected, no damage or defects were observed within any of the injectors. Functional testing was performed, in all cases the product functioned as intended and no leakages occurred. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, no issues related to the reported event were found during manufacturing. Based on the quality team's investigation, and given the device records did not identify any issues related to this incident, a root cause related to the manufacturing process cannot be identified at this time. It is likely an isolated issue that occurred due to the pressure generated by the connection during use.